Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence patient reported that they had a bad reaction to the anesthetic and was vomiting, nausea and not well. Patient stated she had to stay extra in the hospital. Patient stated she felt relief throughout this journey until (B)(6) 2019 when they started voiding more often. No further complications were noted or anticipated.